Manufacturer narrative:
(B)(4). Batch r5aw0m investigation summary the analysis found that one psee60a device was returned with no apparent damage and with three gst60b cartridge reloads present. The reload (b) was received fully fired. The reloads (c and d) were received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: gst60b, r5c37c, fully fired. Reload c and d: gst60b, r5c37c, unfired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: can you please provide more event details? Did the patient require a blood transfusion or blood products? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? No. Is the current patient status known? No, but surgeon will notify if any additional situation arises. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No, just regular post op examination/patient conversation.

Event description:
It was reported that during gastric sleeve procedure, stapling failed on the third firing. Initially a green reload then gold reload and finally a blue reload was used. After the gold reload, second firing the blue reload failed. Staples in the specimen of the ventricle was placed normally, but staples in the ventricle to remain in patient, was incomplete. Some curled, flat, and irregular formed staples was detected. The inside of ventricle was visible as the staples over a distance of approximately three to five centimeters was missing. Surgical team did not take photos or recorded the incident. Procedure was delayed by twenty minutes. Patient experienced bleeding with a loss of 300 ml. Staple line was over-sewn. A new device and reload from a different lot was used to complete the procedure.